Manufacturer narrative:
Tech replaced the brake casters and the bed now had good working brakes.

Event description:
Tech alleged this bed was in the bed repair area and the bed had a sign "no brakes". After assessment, tech found the bed had casters that did not hold.